Event description:
It was reported that the attempted right ventricular (rv) lead was exhibiting high impedance at implant. The lead was repositioned three times with the same result. The lead was removed and replaced with a different rv lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).